Manufacturer narrative:
Corrected: patient code. Preliminary analysis revealed the absence of a lead tightening mark on the ventricular set-screw which indicates that the reported event is most probably attributable to a lead connection issue at ventricular level. Analysis confirmed that the connection system conformed to established specifications.

Event description:
Reportedly, on (B)(6)2019 , a pacemaker replacement procedure took place. During the procedure, the sensitivity and threshold measurements for the ventricular and atrial leads were normal, however no ventricular pacing was observed after connecting the ventricular lead to the subject pacemaker. The physician checked the leads and the pacemaker to confirm that the connection was normal, but ventricular pacing was still not observed. The physician then attempted to reconnect the leads to the pacemaker and confirmed that the pacemaker screw did not come out during the process. As no ventricular pacing was observed after 4 attempts, another pacemaker was implanted.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
Reportedly, on(B)(6)2019 , a pacemaker replacement procedure took place. During the procedure, the sensitivity and threshold measurements for the ventricular and atrial leads were normal, however no ventricular pacing was observed after connecting the ventricular lead to the subject pacemaker. The physician checked the leads and the pacemaker to confirm that the connection was normal, but ventricular pacing was still not observed. The physician then attempted to reconnect the leads to the pacemaker and confirmed that the pacemaker screw did not come out during the process. As no ventricular pacing was observed after 4 attempts, another pacemaker was implanted.

Event description:
Reportedly, on (B)(6) 2019, a pacemaker replacement procedure took place. During the procedure, the sensitivity and threshold measurements for the ventricular and atrial leads were normal, however no ventricular pacing was observed after connecting the ventricular lead to the subject pacemaker. The physician checked the leads and the pacemaker to confirm that the connection was normal, but ventricular pacing was still not observed. The physician then attempted to reconnect the leads to the pacemaker and confirmed that the pacemaker screw did not come out during the process. As no ventricular pacing was observed after 4 attempts, another pacemaker was implanted.